Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited acute lead failure. It was also reported that there was a lead warning in mid july for rising impedance, and one week prior to death there was an acute impedance rise with evidence of likely ventricular tachycardia (vt) that resolved, with concerns that those were make-break potentials, and prior to the patient's death there was another acute impedance rise. When the device was interrogated post-mortem the rv lead exhibited high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased (unexpected passing). The implantable pulse generator (ipg) exhibited duel circuit error and software fix was loaded on to the ipg. The ipg also exhibited elective replacement indicator (eri) post death. This maybe due to high rv thresholds or possible body temperature / exposure in morgue setting colder temps.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.